Event description:
Permacol was implanted in a large abdominal wall reconstruction. Subsequently the skin around the suture line broke down and left part of the large piece of permacol exposed. The dr decided to use wet dressing and a wound vac to manage the situation. Initially the permacol was holding up well and granulation tissue began to appear. Twelve days later the dr reported that the permacol broke down and stated that secondary infection could be at work.